Manufacturer narrative:
The universal surgical manipulator (usm) 2 was returned for failure analysis (fa). Fa was able to reproduce the issue when the unit was tested on a psc fixture test platform (pftp) where it failed fiber test on the rolling loop. A gold rolling loop was installed, and the error went away. The original rolling loop was re-installed, and the error came back.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a 319-error occurred against universal surgical manipulator 2(usm). The intuitive surgical, inc. (Isi) clinical sales representative (csr) was not next to the system at the time of the call. The isi csr stated that the customer needed all 4 arms for the procedure. The customer was added to the call. The customer stated that they were going to continue the procedure in the reduced capacity and swap patient side carts (psc) after the procedure was completed. There were no reports of patient injury.